Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redz2798 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "nurse felt resistance upon insertion of microintroducer. Dark grey peel away portion of introducer was bunched up when nurse removed the microintroducer from skin. Nurse pulled a longer 5f x 10cm radstic introducer and had no issues with insertion."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged introducer was confirmed. One 5fr ptfe microintroducer was returned for investigation. The introducer revealed evidence of use. What appeared to be blood residue was observed on the vessel dilator and sheath. A portion of the leading edge of the introducer was crumpled. The undamaged section of the taper at the distal end of the sheath appeared to be properly formed. This type of damage can occur during insertion if the sheath is advanced against resistance. The instructions for use (IFU) state, ¿advance the microintroducer assembly over the guidewire. Using a twisting motion, advance the assembly into the vessel. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a safety scalpel prior to making incision.¿ since the reported damage was observed on the sheath, the complaint was confirmed. A lot history review (lhr) of redz2798 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "nurse felt resistance upon insertion of microintroducer. Dark grey peel away portion of introducer was bunched up when nurse removed the microintroducer from skin. Nurse pulled a longer 5f x 10cm radstic introducer and had no issues with insertion."